Event description:
The account¿s engineer stated, the head up function on the bed moved up unintentionally. He has isolated the issue to the left siderail.

Manufacturer narrative:
The account has not completed repairs.